Manufacturer narrative:
The insulin pump was received with no button response and it alarmed button error due to corroded keypad traces. No unexpected scrolling display noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was entering the carbohydrates and the number started to scroll non-stop. Customer's blood glucose was 178 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.